Event description:
It is reported that the pt was revised due to pain, loosening, wear and osteolysis.

Manufacturer narrative:
Device eval: the primary operative notes provided state the trial components gave excellent tracking and full extension, and no complications were noted. Only inter-operative pt records were received from the time of the revision, without narrative procedure notes. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. The location of the reported osteolysis is unk. A definitive root cause cannot be determined with the information provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.